Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damaged. A 1270 error code was found in the event history log. Functional testing was unable to duplicate the issue; however, the error code was verified in the ehl. It was determined that the most probable cause was a defective battery. The error code was reset. The device then passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error 1270. There was patient involvement and unknown patient harm/adverse event reported.